Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that a child patient faced a bent cannula issue. The infusion set had been used for two days. Reportedly, the patient was admitted in the intensive care unit on the day of this report dated 16-feb-2020. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.